Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause was communication failure between the endoscope and the device reference in this report.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the subject device was powered off, then powered back on and the scope attached; the error no longer was observed and the problem was resolved. A definitive root cause for the cause of the initial b30 error could not be determined. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report of a "b30" error generated with multiple scope. The problem, as reported to olympus, was found on preparation for use. There was no patient injury, associated with the problem, reported to olympus.